Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced mesh erosion into the vagina and urethra. The patient is unable to have intercourse and is also experiencing two streams of urine, one normal and one from the vagina. The device remains implanted. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/06/2020. Corrected information: this medwatch report is being voided as additional information was received stating the product involved is not an ethicon product.